Event description:
It was reported had low blood glucose levels of 2.3mmol. The emergency medical services had to be called, due to the customer being unconscious and having a seizure. The customer also reported that their sensor glucose levels were 7.1 and their blood glucose levels were 3.8mmol/l. Troubleshooting occured.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.